Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): "the second event log ((B)(4)), the same issue but this time it was programmed by (B)(6) in error, instead mg/h they programmed ml/h. I noticed a long time ago that while in pca mode, the pumps screen might guide the nurse/patient or in a last case scenario the pharmacy to initiate a mistake because the font is too large, ml/h appears as the first option. It is not an excuse for the error but somehow is contributing to create one. Hopefully q core will change this with new software. The same applies for sapphire user guide, the manual in pca mode was create in ml/h. We do not use ml/h in home care as measuring units. It is always mg/h or mcg/h. The only infusion mode that uses ml/h is the epidural mode. Delay in therapy: unknown. Need for medical intervention: yes. Human harm: yes (over delivery of medication). "